Event description:
It was reported that the insulin pump alarmed button error repeatedly. The blood glucose reading was 7.2 mmol/l. The caller stated that she disconnected from the device after the first alarm occurred the night before, but the device was working by the morning, so she recontinued use. She then received a second button error alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent button response due to corroded esc, act, up and down buttons on keypad trace. The insulin pump had minor scratched liquid crystal display window, cracked case at the display window corners and cracked reservoir tube lip.